Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that touchscreen had "loose foil". There was no patient involvement reported at the time of the event. The device is being held in storage until a repair can be completed.